Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Following insertion of 5.5 it was noticed that the mitral valve was no longer opening. Transesophageal echocardiogram (tee) confirmed that 5.5 was not interfering with the valve or pap muscles. The physician decided to remove 5.5 due to the mitral valve issue. Of note patient was also on intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO). Mitral valve function remained the same after removal. Clinical review an impella 5.5 device was inserted via direct surgical aortic access into a 64-year-old male with a known history of coronary artery disease who presented with postcardiotomy cardiogenic shock and low cardiac output syndrome following coronary artery bypass grafting with concomitant valve surgery. Secondary classifications included mitral and tricuspid valve disease. The patient was classified as sky stage e and required ventilator-dependent respiratory support, inotropes, and vasopressors. Additional mechanical circulatory support included intra-aortic balloon pump and extracorporeal membrane oxygenation. Following insertion of the impella 5.5, it was noted that the mitral valve was no longer opening. Transesophageal echocardiography confirmed that the impella 5.5 was not interfering with the mitral valve apparatus or papillary muscles. The patient experienced mitral valve incompetence, and due to persistent valve dysfunction in the setting of underlying structural valve disease, the provider elected to proceed with medical device removal. Mitral valve function remained unchanged following removal of the impella 5.5. Based on comprehensive review, the mitral valve dysfunction was attributed to the patient¿s underlying structural heart disease and complex postcardiotomy clinical state, including concurrent mechanical circulatory support. Review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported events. The patient survived.

Manufacturer narrative:
D4 UDI was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae (mitral valve incompetence) : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.